Event description:
It was reported that while the tracheostomy tube was in use by a patient, the nurse found a breakage on the joint of the neck flange holder. The device was tested prior to use. Recannulation and replacement of the device was required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The serial number was not provided. Therefore, a manufacturing date is not available. The device is not expected to be returned.